Event description:
The recipient reportedly experienced a hematoma after implant surgery. The recipient reportedly underwent surgical treatment for the hematoma on (B)(6) 2022. The cochlear implant was repositioned at this time.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly using the device consistently since activation. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is experiencing good hearing performance. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.